Event description:
It was reported from (B)(6) that during an orthopedic surgical procedure, it was observed that the small battery drive device had an undetermined malfunction. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The contact name, address and telephone number were not provided. The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed the device had sticky triggers. Therefore, the reported condition was confirmed. The assignable root cause was determined to be various worn components caused by normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.